Event description:
Per the clinic, the patient experienced pain and swelling at the magnet site. The patient was treated with oral antibiotics (specific date and duration not reported) prophylactically. However, this was unsuccessful in alleviating the issue, and the device was subsequently explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2025 (specific date not reported); in order to drain seroma at incision site.